Event description:
It was reported that during a procedure to treat a lesion in the mid circumflex, with moderate tortuosity and heavy calcification, a 2.0x20 mini trek dilatation catheter was advanced and pre-dilatation was performed. A 3.5x12 rx xience v stent delivery system (sds) was advanced but could not cross the lesion. Reportedly, after the 3.5x12 rx xience v sds was withdrawn from the patient anatomy a dissection was noted. The patient was sent to surgery to treat the dissection. Reportedly, triple vessel bypass surgery was performed to treat the target lesion and dissection. The patient was doing okay post surgery and there was a clinically significant delay in the procedure due to the patient being sent for surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.